Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the hemi head and modular sleeve were removed. The bhr cup remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. Without definitive part/lot numbers a complete complaint history review cannot be performed for the devices involved. A review of the complaint history review was performed using the part number for a 50mm hemi head in search of complaints involving metallosis throughout the lifetime of the product. Similar complaints have been identified and this failure will continue to be monitored. As no device batch numbers were provided for investigation, a manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The available medical documents were reviewed. The second revision reported a non-union of the trochanteric fracture and a broken cable, as well as elevated metal ion levels and the intraoperative findings of metallosis, pseudotumor and trunnionosis, which may be consistent with findings associated with metal debris. However, the root cause of the reported clinical symptoms cannot be confirmed, and it cannot be concluded that the reported reactions/events were associated with a mal-performance of the implant. The patient impact beyond the reported pain and bilateral hip revisions cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that left hip revision surgery was performed due to metallosis, pseudotumor and elevated levels of cobalt and chromium levels.